Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the foreign material adhering to /clogging light guide-lens was confirmed however the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from biopsy channel. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: gif-1100 operation manual chapter 3 preparation and inspection states how to detect the event. Instructions for use: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.